Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the broken fiber optic connector was due to damage to the light link cable plug in the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an the light link cable plug of the video cable section is damaged. There was no patient involvement.